Manufacturer narrative:
Software analysis was inconclusive as to the root cause of the reported behavior based on the provided information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. Other relevant device(s) are: product ID:9735762 , version #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that, when the site powered their navigation system, the on-screen keyboard had question marks on all of their keys. The site attempted to shut down the system, but the screen became unresponsive. A hard reboot was done and the system then had a blinking cursor in the upper left corner of the screen. Technical services (ts) walked through fixing the issue in recovery mode and resolved the issue. There was no patient present when this issue was identified.